Event description:
It was reported that the device was explanted after an implant duration of approximately 24.7 months, due to endocarditis. The source of the infection was noted as candida.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the surgeon's response (to our fax) and the operative report was received. Per the surgeon's response, the device is unavailable for return. A device history record review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.